Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Customer will try to get a replacement at the pharmacy. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage.(kitchen) test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 226 mg/dl. The customer's expected fasting blood glucose test result range is 118 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 09/14/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: the 226mg/dl (B)(6) 2017 03:01 am fasting: yes, the 226mg/dl (B)(6) 2017 02:32 am fasting: yes, the 215mg/dl (B)(6) 2017 02:08 am fasting: yes, the 189mg/dl (B)(6) 2017 02:07 am fasting: yes, the 167mg/dl (B)(6) 2017 07:10 am fasting: yes. Memory concerns: customer is concern with all these results customer states that the meter is giving her high blood results. Customer states that she have been a diabetic since 2002 and never had these high blood results before. Customer state that now the meter is giving high results in the 200smg/dl. Customer states that her normal glucose range 118-120mg/dl fasting. I offer to replace the meter but customer will try to get a new meter at the pharmacy.